Event description:
Reported by nurse, "the plug wouldn't release from the inserter, then it cracked when they got it of. Additional information received that "the plug cracked when it was in femur. It wouldn't release from inserter, the inserter tip is bent inside."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.